Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). An oval hole opened and the seal was pressed by blood pressure and came out of the hole and the bleeding did not stop.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The lot # 3000240737 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h4- if other provide code -explain- device returned, h6 -investigation findings (1) replaced code "3221" to "13" device returned, h6 -type of investigation removed code " 4114- device returned, d10- device available for eval- device returned. The device was returned to the factory for evaluation on 03/23/2023, however the device was brought to the lab for evaluation on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood on the unraveled seal was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety off, which allows for the white plunger to be depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.222 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. There were no visual defects observed on the loading device or the delivery device. The seal was observed in an unraveled state, indicating that there was an attempt to remove the seal from the aorta. The aortic cutter was observed to be in a deployed state. The base of the aortic cutter was observed to be split. No other visual defects were observed. Based on the returned condition of the device and no specific failure reported as well as the evaluation results, the analyzed failure "break" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000240737 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.